Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "device would not stop during infusion"

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "device would not stop during infusion. Patient involvement: yes. Human harm: no. Delay in therapy: no. Medical intervention needed: no."